Event description:
It was reported that the bd nano¿ 2nd gen pen needle was difficult to prime. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "consumer reported when taking injection no insulin flows. Medication used: tresiba and novolog. Stated per day he takes, (B)(4) units of tresiba and 20-25 units of novolog. Stated, does not prime all the time. Stated, will prime 1 or 2 units going forward".

Manufacturer narrative:
H6: investigation summary: customer returned 4 unopened 4mm, 32 gauge nano pro pen needles from lot 1342183. Each of the pen needles was visually inspected and no defects were found. The pen needles were functionally tested and could be attached to and removed from a test pen without issue. Saline could also pass through the pen needles without issue. No damage to the pen needles was observed and they functioned as intended. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, embecta was unable to confirm the customer¿s indicated failure of the pen needles clogging during priming. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter e-mail: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle was difficult to prime. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "consumer reported when taking injection no insulin flows medication used: tresiba and novolog stated per day he takes, 160 units of tresiba and 20-25 units of novolog stated, does not prime all the time stated, will prime 1 or 2 units going forward."